Event description:
Tip of surefire needle broke off in the pt's right shoulder during procedure. Search for missing piece was conducted and piece found within the drapes. Md informed and no further order for x-ray as he believed that was the missing piece. No further issues during case.